Event description:
Ous MDR - it was reported that during a one month follow-up an unexpected high threshold was detected (4v/1ms). During a reevaluation of the data on the next day episodes of oversensing were noted. The noise could be reproduced while coughing or breathing deeply. No adverse patient side effects were reported. No explant date was provided, but the lead was returned for analysis.

Manufacturer narrative:
The performance of the lead under complaint was scrutinised, including a visual, a mechanical and an electrical analysis. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values measured during the electrical and mechanical analyses were within the technical specifications. The deformation of the shock coil resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.